Manufacturer narrative:
(B)(4). The device was not returned for evaluation but a device history review was able to be obtain from the lot number given in the product information.

Event description:
It was reported, a male patient underwent a convergent surgical procedure on (B)(6) 2018 with the previous catheter ablation completed 3 months prior. The surgeon used the epi-sense device to ablate the posterior left atrium. After completion of ablation, surgeon came off on suction and blood was seen through the ablation catheter and the cannula. Surgeon immediately performed a sternotomy and went on pump. Surgeon reported that the tearing of the atrial tissue occurred near the left inferior pulmonary vein and a small hole occurred between the left inferior pulmonary vein and the left atrium. The surgeon repaired the small hole with suture with the patient requiring a transfusion of 2 units. Post procedure, heparin was reversed. It was reported that the area of tissue around the vein was extremely ablated and burned circumferentially around the vein, potential cause for the tissue to be very weak. It is the surgeon¿s theory that the tissue was so weak from previous endocardial ablation that it tore from his slight manipulation of the heart, and/or possible suction of the device, and/or combined additional ablation of the weak tissue area near the lipv. Thin tissue, do not know exact thickness or to degree of how weak the tissue was. As stated previously tissue was did have a prior endocardial ablation 3 months prior. Patient reported to be stable by the surgeon.